Manufacturer narrative:
The pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. After opening the pinch clamp infusion was observed at the distal luer. Flow accuracy testing was performed and the pump yielded a flow rate of 91.55ml/hr which is within specification with a +/-15% tolerance. Pressure pot testing was performed on the flow control tubing with the filter removed. The tubing was connected to a pressure transducer using the average bladder pressure 8.48psi. After 1 hour of testing the flow control tubing had a flow rate of 100.04ml/hr which is within specification with a +/-15% tolerance. The evaluation summary concludes a fast flow was not observed. During the flow accuracy test, the pump met specification. During pressure pot testing, the flow control tubing flow rate met specifications using the average bladder pressure. Investigation summary concluded that fast flow was not observed. Since fast flow was not observed, root cause is deemed to be unknown. Use review was conducted, based on the information provided by the customer, fill volume for the pump was correct. However, instructions for use also mentions that the pump must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the pump is used immediately after filling, flow rate may increase by up to 50%. In this case, pumps were prepared by the nurse and then connected immediately not giving enough storage time, which might have contributed to a faster flow rate. According with the DHR review the production lot met all manufacturing and quality specifications all information reasonably known as of 14-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 06-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving a single patient. This is the second of two reports. Refer to 2026095-2017-000053 for the first event. Fill volume: 400 ml. Flow rate: 100 ml/hr. Procedure: unknown. Cathplace: unknown. It was reported that a patient experienced an elastomeric pump that infused faster than expected. On (B)(6) 2016, infusion completed in 2 hours instead of 4 hours. The pump was prepared by a nurse at the patient¿s home with a graduated syringe and connected immediately. There was no medical consequence noted for the patient.